Manufacturer narrative:
Section a5: unknown/ asked but not available. Section d6b: if explanted, give date: unknown, information not provided. Section e1: surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon was able to implant the preloaded intraocular lens (iol) into the patient's eye, the surgeon noticed that the cartridge was cracked and had a rough/sharp edge at the tip of the cartridge. There was no patient harm. Bss or ovd was used to hydrate the preloaded device. No other information is available.